Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was not reported. The patient was already hospitalized for another indication. The patient was treated with vancomycin (1gm, intraperitoneal, discontinued) and amikacin (200mg, intraperitoneal, discontinued). Pd therapy was ongoing. On an unreported date, the patient recovered from peritonitis. No additional information is available.